Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of 60mm abdominal aortic aneurysm. A heli-fx endoanchoring system was also used for the prevention of neck dilation and 10 endoanchors were deployed. At the end of this procedure it was noted that a type ia endoleak was present. This endoleak was assessed as related to the index procedure and was judged to have resolved without treatment two months later. A new type ia endoleak was observed on the just over four years post the index procedure via CT and ultrasound which was judged by the site as not related. A secondary endovascular procedure was completed using the snorkel technique and an aortic extension cuff implanted which resolved this event thirteen days later. This endoleak was assessed by the site as not related to the study procedure and probably related to the study device. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.